Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood/body fluid (not obstructed) on all conductors. There was also blood/body fluid (not obstructed) on the distal conductor. Visual analysis revealed the lead was damaged at implant.

Event description:
It was reported that during the implant procedure, a stylet could not advance more than 10-15 cm into the left ventricular lead. The stylet was removed and a new stylet attempted with the same result. The lead was explanted and the physician attempted to advance the stylet into the lead body while the lead was on the table. Again the stylet would not advance. A new lead was used to complete the procedure. No patient complications were reported as a result of this event. The patient outcome was listed as "good".